Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.184¿- 0.267¿ was broken into smaller pieces found inside of the main tube. As a result of the broken main tube, the instrument got stuck in the trocar. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument would not move and got stuck in the patient abdomen/would not eject from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and nothing out of the ordinary was noticed. The instrument and cannula were removed together due to the wrist being unable to be straightened caused by physical damage. The port incision was not increased to remove the instrument. There was no fragment fell in the patient. The instrument did not collide with any other instrument or tool. No tissue was adhered to the instrument or sticking to the electrode. No tissue was excised and there was no bleeding due to the event. A hysterectomy was performed at the time of the incident and the instrument was in use for one hour prior to the event.